Manufacturer narrative:
Add'l mdrs associated with this event: 3025141-00089: plate 1 p/n (B)(4), 3025141-00090: plate 2 p/n (B)(4), 3025141-00091: screw #1, 3025141-00092: screw 2, 3025141-00093: screw 3, 3025141-00094: screw 4, 3025141-00095: screw 5, 3025141-00097: screw 7, 3025141-00098: screw 8, 3025141-00099: drill.

Event description:
Two plates and eight screws were implanted into the pt's foot. Four of the screws broke post operatively. The screws of the plates were explanted; however, the distal portions of the four broken screws were left implanted. During removal, signs of metallosis in the soft tissues around the implant were found. Additionally, a drill tip that was not previously noticed in the surgical site was found and explanted.